Event description:
An endurant stent graft system was implanted and a reliant balloon catheter was used in the patient for the endovascular treatment of a 67mm fusiform abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck is 34mm and the diameter of the aneurysm entry is 31mm. The proximal neck length by centerline is 30mm. It was reported that during the index procedure, a type ia endoleak was observed. The physician stated that the cause was unknown; however, the patient presented severe calcification for the entire circumference of the vessel between the aorta and the external iliac artery (eia). No clinical sequelae were reported and the patient will be monitored by the physician.

Event description:
Additional information was received for this case. It was reported that the type ia endoleak has resolved without a secondary intervention. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related; severe calcification); lack of information (cause is unknown). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (anatomy related; severe calcification); lack of information (cause is unknown).